Manufacturer narrative:
An event regarding crack/fracture involving a trident driver shaft was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection noted that the device was returned in used condition and flexible shaft was broken from housing end. All the cables at the coiled portion near the housing side of the detachable flex shaft were ruptured and the device broke into two pieces. Material analysis report of the returned device indicated that "fracture consistent with an overload condition." Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event was confirmed. A visual inspection noted that the flexible shaft was broken from housing end. All the cables at the coiled portion near the housing side of the detachable flex shaft were ruptured and the device broke into two pieces. Further examination of the returned device with material analysis engineer indicated fracture consistent with an overload condition. No further investigation is required at this time. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
During tha surgery, the drill shaft broke. Another drill was used and the surgery was completed without problem.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
During tha surgery, the drill shaft broke. Another drill was used and the surgery was completed without problem.